Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Drive support disk was inspected and drive support disk was slightly loose. The insulin pump had a missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. The blood glucose reading is 175 mg/dl. Customer stated that he is sweating, increased temperature and eye sight changes. Customer treated with bolus. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.